Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that wetness at the infusion site on (B)(4) 2026, the patient advised to change the infusion site., which results in blood glucose level 336mg/dl with hyperglycemia. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.